Event description:
The rptr stated that the unit was programmed to infuse 10ml of lipids at a rate of 0.4ml/hr and the unit reportedly delivered 8.8ml in one hr.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the eval once it is completed.